Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had 15 to 20 motor error and did not able to rewind as well as drive support cap was flush. The customer blood glucose level was 204 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.